Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas stating there may have been a delivery issue with the pump. The patient reportedly delivered and watch a bolus deliver via the pump and the bolus would not record in the history. The issue reportedly occurred intermittently. The patient stated he believed that it was related to the auto off feature of the pump. It was noted that the auto off feature was set to enable on with suspend in 11 hours if no buttons were pressed. The patient claimed no alarms were emitted for the auto off feature and said that it should have if he did not bolus for a meal. The patient reportedly filled the cartridges and the amount of insulin left in the cartridges was correct after a bolus delivery. It was noted that there was about 173-178 units of insulin left in the cartridge after the prime step. Customer technical support (cts) reviewed the pump with the patient. During troubleshooting, a review of the pump history revealed the correct amount of boluses delivered. 4 boluses were reportedly missing since (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. This complaint is being reported because the alleged issue was not resolved during troubleshooting.